Event description:
A female with a previous history of ischemic heart disease and hypertension had a pre-procedure diagnosis of a suitable anatomy but the contralateral iliac artery was calcified. The procedure was performed as labeled in 2008. After the main body was placed. Confirmatory angiography revealed a distal type I endoleak at the contralateral side. The distal sealing site was re-ballooned, but the endoleak was not resolved. Pta was performed and it reduced the leak. The physician elected to observe the leak assuming that the endoleak would seal after the heparin was reversed. Pt outcome is unk at this time.

Manufacturer narrative:
Event eval; still under investigation.